Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event involves a legal case in progress or potential litigation. If follow-up was required, efforts have been made to obtain additional information. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ICD implanted: 2007 (B)(6); 419478 lead implanted: 2007 (B)(6). (B)(4).

Event description:
It was reported by the patient¿s spouse that when it was time to have the device replaced it was noted the leads had become infection. The device system was explanted and the patient was discharged to home with a life vest and six weeks of intravenous antibiotic therapy. The family member stated that without the cardiac resynchronization therapy device implanted the patient developed congestive heart failure. The patient coded at home and was taken to the hospital. While an inpatient, the patient coded again which was believed to be due to aspiration but per the family it was due to the patient¿s heart. A temporary external pacemaker was utilized and while waiting for implant of the permanent system the patient died.